Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged erroneous, low calcium results on 14 patient plasma samples. Of these 14 sets of results, 13 were discrepant. Initial results were obtained after calibration of the assay. Repeat results were obtained after recalibration of the assay. Quality control results were acceptable after both calibrations. Patient 1 initial calcium 7.1 (mg/dl) repeat calcium 8.5 (mg/dl) patient 2 initial calcium 7.6 (mg/dl) repeat calcium 8.9 (mg/dl) patient 3 initial calcium 7.7 (mg/dl) repeat calcium 9.2 (mg/dl) patient 4 initial calcium 7.7 (mg/dl) repeat calcium 9.4 (mg/dl) patient 5 initial calcium 7.5 (mg/dl) repeat calcium 9.2 (mg/dl) patient 6 initial calcium 7.5 (mg/dl) repeat calcium 8.8 (mg/dl) patient 7 initial calcium 7.6 (mg/dl) repeat calcium 9.1 (mg/dl) patient 8 initial calcium 7.9 (mg/dl) repeat calcium 9.4 (mg/dl) patient 9 initial calcium 7.7 (mg/dl) repeat calcium 9.2 (mg/dl) patient 10 initial calcium 6.9 (mg/dl) repeat calcium 8.2 (mg/dl) patient 11 initial calcium 8.4 (mg/dl) repeat calcium 10.1 (mg/dl) patient 12 initial calcium 7.9 (mg/dl) repeat calcium 9.4 (mg/dl) patient 13 initial calcium 7.9 (mg/dl) repeat calcium 9.4 (mg/dl) calcium reagent lot #: 62114501 the customer stated that the initial results were reported and that corrected reports were issued. The customer also stated that patients were not treated based on the initial results. The customer stated that the initial set of calibrators were made with deionized water "that has been open and in use for awhile." The second set of calibrators was made with a "fresh source of di water." The issue was corrected with recalibration of the assay with the calibrator made with a different source of di water.